Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) experienced a controller error alarm during patient support. The aic was swapped and no further issues were encountered. There was no patient harm.

Manufacturer narrative:
The investigation for the console (aic) controller error-yellow alarm has been completed. Console logs from the reported day of event are consistent with complaint and confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Reported controller error alarm and temporary loss of placement data was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.